Event description:
It was reported that this patient received 5 inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while performing yard work. Technical services (ts) analyzed device episode data and found that this was most likely due to oversensing of a change to a small and wide morphology. This occurred while programmed in the primary vector. It was also noted that the patient had recently lost 50 pounds. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received 5 inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while performing yard work. Technical services (ts) analyzed device episode data and found that this was most likely due to oversensing of a change to a small and wide morphology. This occurred while programmed in the primary vector. It was also noted that the patient had recently lost 50 pounds. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, therapy for this device had been turned off shortly after this event. Later, this patient woke up from sleeping after feeling what felt like a shock. Ts referred the patient advocate to the patient's clinician. No additional adverse patient effects were reported. Currently, this s-ICD remains implanted.